Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via pone call that the insulin pump had a post-reset ram crc alarm. The blood glucose level was 110 mg/dl. Customer stated that he received the post-reset ram crc alarm at his work. Customer also stated that the insulin pump received an insulin flow blocked alarm and the customer reported that the event was resolved by changing complete. The product will not return for the analysis.